Event description:
The customer reports that they observed a plan difference between rt chart/eclipse and the truebeam display for couch rotation value. Aria applications (aria 10.0.24) are showing 0 degrees while on truebeam couch rotation shows 360 degrees. Not all fields are affected. If this difference is not noticed "apply match" is grayed out in the match workspace. After customer did a plan revision and manually typed '0' all fields (even if they were 0) worked and the shift can be applied in the match workspace. There was no report of serious injury or mistreatment as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially result in serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.